Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley broken piece is missing as a result of breakage. Size of missing piece was approximately 4.60mm x 1.90mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 4.60mm x 1.90mm and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was defective but not additional information was provided. There was no report of patient involvement or no reported injury.